Manufacturer narrative:
Results: sample received from customer. Based on inspection of a returned customer sample, IV lubricant was observed on the bevel of the cannula. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155575. Conclusion: no root cause identified as lubricant is an approved component of (B)(4) manufacturing process.

Event description:
It was reported that transparent 0.5 mm foreign matter like silicone was observed on bevel of the needle of bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in. No injury or medical intervention.